Event description:
It was reported that during a procedure, a coating issue occurred. This 1.50m rotalink plus was selected for this procedure, however the burr "milled" the coating of the catheter. The procedure was completed with another of the same device. The patient's status is currently stable. Additional information has been requested but not yet received.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: an examination of the returned device revealed that the catheter sheath was torn/split approximately 22.5cm from the strain relief and blood was evident in the catheter sheath. It was not possible to wet test the catheter device due to the saline leak. The distal sheath and the burr were microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "if the hemeostasis valve is tightened excessively, it can crush the sheath around the drive shaft and cause permanent damage to the rotalink catheter. The hemostasis valve should be closed just tight enough to prevent blood loss, but still allow the rotalink sheath to slide through the valve". (B)(4).